Event description:
It was reported that the user experienced difficulty attaching the connector for a contact detach infusion set during a cartridge change, and was advised by an agent to replace all supplies; the user had been previously instructed otherwise by their trainer. The agent had the user try a new connector from lot 33865, then walked the user through a full supply change and insulin delivery was resumed. Symptoms included no reported changes in blood glucose. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included troubleshooting and education over the phone. Investigation of this case revealed an inability to attach the infusion set connector that was resolved by replacing the connector and completing a full supply change, indicating a use or connector engagement issue. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the connector that required guidance to ensure proper attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.